Event description:
Customer reports the multiclix lancet will not retract. No accidental needle stick occurred. No adverse event reported. Customer did not provide the location where the problem was first discovered. Requested return of suspect device and replacement was sent.